Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure while trying to position the atrial lead, the lead would not pace. The lead was moved to 3 different positions and did not pace anywhere, but sensing was fine. The lead was removed and replaced in the initial procedure, and the patient was in stable condition.